Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen on (B)(6) 2009 and reported that she was doing well; however, she was treated for a vaginal infection with flagyl. The patient presented no complications in another, unrelated visit on (B)(6) 2009. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.